Manufacturer narrative:
The information received by the manufacturer has been re-evaluated for MDR reporting and it was determined that this case does not meet the threshold for reporting and is a non-reportable event. If further details are provided confirming the occurrence of a reportable event, our files will be updated accordingly and a further report submitted outlining both the event details and our investigations performed. The loss of negative pressure wound therapy due to an inoperative or 'stopped' pump will not directly cause or contribute to serious injury or death as the pico dressing can revert to managing the wound as a standard multilayer dressing. No risk to patient safety is anticipated. This event is considered not reportable pursuant to 21 cfr part 803.

Event description:
It was reported that, during npw treatment, a pico 7 15x15cm ctn1 stopped working on the 4th day, this was not solved after batteries where exchanged. Treatment was resumed (unknown delay), with a back-up device. Patient was not injured as consequence of this problem.